Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the medium-large clip applier instrument was stuck with the hem-o-lok clip. The instrument was not able to release the clip properly from its jaws. The customer was using the recommended weck clip, still the issue persisted. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and no damage was noted. The surgeon used the green clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The reported issue occurred in the second application. A backup clip applier instrument was used to resolve the issue.